Manufacturer narrative:
Additional information: (model #, catalog #, UDI #), if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while firing to cut the lung tissue during a thoracoscopic lobectomy, the proximal staple was normally formed, and the blade was normally released to the right position. They noticed that there was an incomplete staple line distally. It was also reported that they have difficulty unloading the device where the blade could not be returned, so they used other instruments to help the blade be returned before removing the staple cartridge. They also used another stapler and reload to complete the case. There was no patient injury.